Manufacturer narrative:
(B)(4). (Calcified and tortuous iliac arteries), (arterial trauma/dissection/perforation).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm thoracic aortic aneurysm. The proximal neck was 26 mm in diameter and angled at 29 degrees. The patient had a 9 mm external iliac with a moderate amount of calcium and some tortuosity. The left side was worse than the right side. The patient also has an aaa which will be treated via a conduit. A 24 fr dilator was first used to dilate the vessel. It was reported that while inserting the talent device up the right side, the right mid-external iliac ruptured; however, the pt's pressures remained stable. A balloon was placed up the iliac artery, followed by cut down in the common iliac artery for placement of a conduit. The device was successfully delivered through the conduit and the stent graft was placed and deployed around the arch. No additional clinical sequelae reported and the patient is fine. The delivery system was discarded after the procedure.